Manufacturer narrative:
The user facility subsequently conducted the in-service which was performed on (B)(4) 2011.

Event description:
The user facility reported that when an employee opened the door to the sterilizer after a (B)(4) test (B)(4) was completed, steam exited the unit and burned her left hand. The employee went to the (B)(6) medical center where ointment was applied and her hand was wrapped. The user facility reported that the employee has returned to normal work duties and is fine with no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the s2 steam valve had a minor leak. The technician replaced the valve and returned the equipment to service; no further issues have been reported. The operator manual states (pp.4-7): "steam may be released from the chamber when door is opened. Step back from the sterilizer each time the door is opened to minimize contact with steam vapor." The sterilizer is under steris maintenance contract and was last serviced on (B)(4) 2011 when the unit was found to be operating properly; no issues were noted with the steam valves. Steris offered in service training on the proper use and operation of the sterilizer however the user facility declined. Steris has determined this to be an isolated event.